Event description:
It was reported, the patient had a clostridium difficile infection and diarrhea. It was noted, the patient was prescribed flagyl. It was reported, the patient¿s symptoms resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# v589285, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).